Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a previous left total hip done in 2011 out of state. This was with a trilock stem and pinnacle cup. Brought in for revision due to pain. The poly was worn and in pieces as well as metal wear through the cup from the head. The 36mm +5 metal head was removed. The pinnacle cup 52mm and +4 neutral liner were removed. The cup was still well fixed even though the head had worn completely through the metal shell. A new stryker mdm cup was inserted and a 28mm +5 ts ceramic head was inserted on the trilock stem. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.